Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after receiving a shock. A remote monitoring transmission indicated the patient had been treated for an episode ventricular tachycardia (vt) but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.